Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the sit is not aspirating the wash solution. Is instrument assurity linc enabled? (Y/n) yes. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Saline sheath fluid. 4. What is the source of leak -- waste line or non-waste line? The sit(waste or non waste) waste/wash solution. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Software version? Suite v1.4. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, the fse provided the following additional information: there was no spray of fluid under pressure. "Massaging the tubing restored the elastic rebound of the silicone tubing, restoring normal function within the v8 pinch valve by allowing the backwashed saline to be removed through the silicone waste line without dripping from the sit. Performance verified."

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard material from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28oct2019 to date 28oct2020. Complaint trend: there are 2 complaints related to the above problem. Date range from 28oct2019 to date 28oct2020. Manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file #663518-663518-z663518000016-106425767-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a closed pinch valve tube. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. An fse (field service engineer) was sent onsite to respond to a case of the sit not aspirating away the wash solution. They solved this issue by massaging the silicone tubing on the v8 pinch valve and then running a sit flush to confirm that it was no longer leaking. Once the pinch valve was able to open and close, the backwashed saline was able to be removed during the sit flush. After the repair the instrument was tested and was performing as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal. Additionally, while the unexpected results were from patient samples who are normally ill and detection of leukemia cells are critical, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The leakage did not come in contact with the customer, so there was no physical harm done to them as well. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01664165, case # (B)(4). Install date: 08nov2019 . Defective part number: n/a . Work order notes: subject / reported: sit not aspirating away the wash solution . Problem description: per fse chris leukel, open up call for issue - sit not aspirating away the wash solution . Work performed: massaged and released a kink in the silicone tubing at the v8 pinch valve. Performed sit flush: performs normally. Ran cs&t performance check; passed. Cause: the silicone tubing had pinched closed and was not able to remove the backwashed saline during sit flush. Solution: massaging the tubing restored the elastic rebound of the silicone tubing, restoring normal function within the v8 pinch valve by allowing the backwashed saline to be removed through the silicone waste line without dripping from the sit. Performance verified. Returned sample evaluation: a return sample was not requested because there were no parts that were replaced. Risk analysis: risk management file part #10000063058,vers.x, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes. No. Tfs ID: 89169 . ID: libivd-ra-61 2.1.6 . Reg status: ivd; ruo . Hazard: exposure to biological sample . Cause: back drip from injection port (sit) . Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause . Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir . Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir . Probability: 1 . Severity: 3 . Risk index: 3 . Residual risk evaluation: a . New hazards: none . Tfs ID: 89227 . ID: libivd-ra-247 3.1.25 . Reg status: ivd; ruo . Hazard: instrument temporarily inoperable. Source: sit fmea . Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol reg link (tfs ID): n/a . Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f . Probability: 2 . Severity: 2 . Risk index: 4 . Residual risk evaluation: a . New hazards: none. Mitigation(s) sufficient ? Yes. No. Root cause: based on the investigation results the root cause of the dripping sit was due to a worn pinch tubing. Conclusion: based on the investigation results, the root cause of the dripping sit was due to a worn pinch tubing. The fse confirmed the issue and massaged the v8 pinch valve tubing to open up the tube pathway and performed a sit flush to confirm the fix. After the repair, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the sit is not aspirating the wash solution. Is instrument assurity linc enabled? (Y/n) yes. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Saline sheath fluid. What is the source of leak -- waste line or non-waste line? The sit(waste or non waste) waste/wash solution. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Software version? Suite v1.4. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, the fse provided the following additional information: there was no spray of fluid under pressure. "Massaging the tubing restored the elastic rebound of the silicone tubing, restoring normal function within the v8 pinch valve by allowing the backwashed saline to be removed through the silicone waste line without dripping from the sit. Performance verified."